Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 has hw (hardware) fault alarm occurred while on a patient, the ventilation stopped. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation - vyaire medical was able to confirm the reported issue through the events log but not duplicated during functional check. Found 14 sync er1 instances to be recorded in the event trace. Additional problem found, main board has several dead pixels. This is a known issue addressed through ra rkm-0313.